Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. System check was performed by tandem technical support and the customer reloaded the cartridge to address the current occlusion. There was no adverse impact to customer¿s blood glucose level.